Manufacturer narrative:
The investigation showed that the plate failed in fatigue made resulting from cycle mechanical overload. Failure reasons related to material, mfg and application were not detected. Microanalysis showed the plate to consist of pure titanium. In addition to the metallurgical exam the medical opinion of a health care professional was obtained. Based on this the following factors may have contributed to the failure: the plate broke approximately 2 years after implantation. The reconstruction was performed without bone graft. After this long period without bone graft a fracture can occur, even of the device is being correctly applied. Considering the location of the plate in the present case, extensive adaptation and bending was required, but in a careful was, to avoid extremely overload of an individual segment. As a continuous process of product improvements redesign project for the locking screw system was initiated and is in progress.